Manufacturer narrative:
The insulin pump was received with no button response due to flattened act keypad dome. Analysis was unable to performed functional test due to keypad anomaly. Analysis was unable to verify excessive no delivery alarm due to keypad anomaly. Analysis was unable to verify external ram error alarm or unexpected restart error alarm due to keypad anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window. The keypad connector was found close properly during visual inspection.

Event description:
The customer reported via phone call that the act button was intermittently working. The customer's blood glucose was unknown at the time of incident. The customer stated that the buttons were not lock. The insulin pump was returned for analysis.